Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [article e-30836 cn-036635.pdf].

Manufacturer narrative:
The devices were not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of occlusion and surgical intervention are listed in the xpert instruction for use as known potential patient effects associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The surgical procedure and hospitalization were related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional abbott stents referenced are being filed under separate medwatch report numbers. Article titled: "sense and nonsense of bare metal stents below the knee".

Event description:
It was reported through a research article identifying xience v and multi link vision stents that may be related to: restenosis and limb amputation. The article also identifies xpert stents that may be related to occlusion and limb amputation. Specific patient information is documented as unknown. Details are listed in the article, titled "sense and nonsense of bare metal stents below the knee."